Manufacturer narrative:
The cannula assembly and needle mechanism were inspected for anything that could possibly cause improper cannula insertion and nothing was found. Download data showed no abnormalities. Cause of the reported improper cannula insertion could not be determined. The exposed portion of the soft cannula was found to be flattened. During the investigation, the flattened region did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. It could not be conclusively determined when or what caused the damage to the exposed portion of the soft cannula.add h4 - device mfg date: 1/17/2020 add to d4 - unique identifier (UDI) #(B)(4). Remove from d4 - unique identifier (UDI) # (B)(4).

Manufacturer narrative:
The product was not returned for evaluation. It was reported the cannula was not inserted correctly and bent into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / page 49. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings: chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 270 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated and bent while wearing it on the back. For treatment, the patient gave a correction bolus 2.55 units, removed the pod and added a temp basal increase of 40 percent. The ketones were negative.